Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material was at air/water nozzle/c-cover/a-rubber¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from lg-tube protector. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual. Chapter 3 preparation and inspection. IFU states the detection method in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned to olympus evis lucera elite gastrointestinal videoscope, for the annual inspection without reporting any issues. The issue occurred during maintenance. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found white contamination in air and water channels. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
During the inspection and evaluation of the returned device, the following was found: light cover glasses adhesive was worn; optical cover glass adhesive was worn; distal end adhesive was worn; control body - air/water housing ring was worn; light guide tube - protectors were leaking; and the biopsy channel - condition and brush passage fail restriction was evident. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.